Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Helix mechanism was not operating most likely due to dried blood and/or tissue in mechanism; tissue was evident on the helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the six week follow-up post-implant, the right ventricular (rv) lead exhibited loss of capture. Fluoroscopy revealed the helix of the rv lead was not fully extended. During the revision procedure, some locations had no capture, some had low amplitude measurements and there appeared to be difficulty with the extension/retraction of the helix. As a result, the rv lead was explanted. No additional adverse patient effects were reported.